Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a diminished battery life and stuck buttons. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed for the short battery lifetime and keypad anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 198 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 198 pounds which is updated in section a4. Also, additional information has been received regarding customer name change which was not included in the initial report. So, the correct customer name as per new additional information is lysha ingle which is updated in section e1. The pump passed the active current test, sleep current test and self-test. No low battery alarm noted during testing. All button functioning properly noted. No stuck button alarm on the event date/history files or traces. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 2.0 received the lowbatteryalert (104) on 01/24/2025 10:44:00 after more than 7 days at 18.96 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: cracked case (battery tube). Power problem-charge/battery lasts less than expected not confirmed and keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.